Event description:
It was reported that during an unspecified procedure the stent was "flat" when it deployed. The physician deployed the bare biliary wallstent in the common bile duct and the stent was "flat". The physician was unable to remove the device, so it remained in the pt. Another of the same device was deployed. There were no pt complications and the pt was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. \